Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the doctor used the ligation clip to close the blood vessel, it was found that the inner layer of the ligation clip was asymmetrical. It was felt that the degree of anastomosis was not good. There was no patient injury.